Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) the device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during preparation of the multi-link 8, the distal shaft kinked. A non-abbott device was used to complete the procedure. There was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed the bayonet portion of the hypotube was kinked 2 mm proximal to the distal end of the bayonet. A 0.5 mm of the proximal end of the support mandrel was protruding through the torn outer member at the kink.